Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the moderately calcified distal right coronary artery (rca). The estimated lesion length was 18 mm. The 2.5x28 mm xience v stent delivery system (sds) was advanced through the guiding catheter over a non-abbott guide wire after pre-dilatation was performed with a non-abbott balloon catheter; however, the sds did not reach the distal lesion. Resistance was met at the mid portion of the vessel. During retraction of the sds to change for a different one it was observed that the proximal edge of the stent implant flared significantly and the sds was not able to be advanced or retracted. The stent implant had to be deployed in the proximal section of the rca. Post-dilatation was successful. There was a visible compression at the proximal edge of the deployed stent. Another 2.5x28 mm xience v stent was able to be advanced and deployed successfully at the lesion and the procedure was considered successful. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt es; guide cath: ar1. The device is not returning. The investigation is not yet complete. A follow up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.